Event description:
It was reported that during a lap gastric band when the device was buckled, they changed the position of the band and then they noticed that the band was leaking, the band was removed. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.